Manufacturer narrative:
Updated d8, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the device being damaged during user handling, causing moisture to enter the device through the damaged area and adhere to the inner surface of the objective lens. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Gif-hq190 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image gif-hq190 reprocessing manual chapter 1 general policy 1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the gastrointestinal videoscope had a blurry image. It is unknown when the issue occurred. There were no reports of patient harm.